Event description:
It was reported the patient had a lead revision. The patient complained of rib stimulation that was too uncomfortable to bear. The patient only needed low back stimulation. It was not clear when the problem started, but it was not present after implant and occurred sometime after implant. X-rays showed the lead had moved 1-2 vertebral bodies, potentially due to several falls the patient experienced. The health care provider (hcp) removed the lead and replaced it with a new lead and new implantable neurostimulator (ins). The ins was only replaced due to the hcp¿s preference to prevent a future surgery for the patient if the ins would¿ve needed to be replaced. The patient felt much better with the new placement.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).